Event description:
A pump declared alarm 20 during a pumping session. There was no reported adverse impact to customer's blood glucose. Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer successfully resumed insulin therapy.